Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-03443. It was reported physician capped the atrial lead that was not functioning during a routine device replacement procedure. The atrial lead was noted not to sense and capture intermittently. During the procedure, physician positioned the new atrial lead and high threshold was observed. Multiple attempts were made to position the atrial lead but no successes in achieving good threshold values were obtained. Physician elected not to implant an atrial lead and instead use a new single chamber device. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.